Event description:
Revision surgery one month after primary due to periprosthetic fractures. The pt had pain after physiotherapy. No pt's trauma and good bone quality. Please refer MFR report # 3005180920-2013-00190.